Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient sustained a head injury without brain trauma or nausea during an epileptic seizure. The patient went to the ER and received skin stitches. The etiology was stated to be unknown if it was related to the implantable neurostimulator (ins), programming/stimulation, medication, new illness/injury and worsening or exacerbation of an existing condition. The diagnostic methods included a normal examination on (B)(6) 2015. The severity of the event was noted to be moderate and was resolved without sequelae on (B)(6) 2015. The patient's medical history included 2005 - lesionectomy of left cortical displasia, neurological, resolved.